Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Final report measures taken: replaced the expiratory valve assembly pn msp161265. Issue resolved.

Event description:
Hamilton medical ag received the following incident description: the ventilator device alarmed for ¿release valve defective¿. There is no patient involvement reported. Worst case this obstruction valve issue could lead to various critical consequences what makes this case reportable.